Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was not properly removing residual air from the cartridge. The customer was educated on the propter load techniques. Customer changed cartridge and infusion set to address the issue.